Event description:
It was reported that during the device change-out the connector would not release the lead's pin. The implantable pulse generator (ipg) and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed normal battery depletion. Analysis indicated a damaged grommet and a missing set screw.